Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that small white plastic piece in the hub of connector of port-a-cath needle. New needle was retrieved and used. Detected prior to use, no patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in device is confirmed and was determined to be supplier related. One 19ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed no obvious use residue on the sample. The dust cap was attached to luer hub and the needle cover was present. A microscopic observation revealed two small white materials within the luer hub. The dust cap was observed to have a torn stem. The damage on the stem appeared to have about the same size and shape as the pieces of white material found in the luer hub. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event and corrective actions have been implemented. This complaint will be recorded for future trending and monitoring purposes.